Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer took bolus. Customer reported the infusion set cannula is bent. Customer stated that she got also excessive no delivery alarm. Customer already changed set. Customer was advised to return set and we will replace the infusion set for her.